Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 820 mg/dl. Cause of bg level was not known. Reportedly, customer's continuous glucose monitor was unavailable due to a non-tandem sensor issue. Customer administered a bolus via the pump and performed a supply change to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged approximately 2 days later with the issue resolved. Tandem technical support reviewed pump logs and confirmed that pump was functioning as intended. The customer continued to use the pump for insulin therapy.